Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. Clinical information review: clinical information review 10nov25: there was a literature report reviewed in which they report ¿endolaser probe used during the case.¿ additional related information was not provided. The case in the literature describes a were selected to undergo 27-gauge transconjunctival suture less micro-incision vitrectomy surgery. Resulting in favorable visual acuity (va). This investigation will serve as the endolaser probe used during the case. Additional related information. The directions for use state: the laser probe is a single use, disposable, sterilized medical device used by ophthalmic surgeons for surgery of the retina. It is a handheld, laser delivery device, attached to a visible laser power source (the console). The laser power setting is adjusted at the console to obtain the proper retinal burn. Alcon laser probes consist of a long optical fiber (glass) for transmission of laser energy to the eye. It has a proximal end consisting of a connector for attaching to the laser unit, and a distal end consisting of a handpiece. The illuminated laser probes contain an additional optical fiber for transmission of non-laser light, allowing simultaneous connection to an illumination source. Each package contains one individually packaged sterile laser probe. There are potential hazards when inserting, steeply bending, or improperly securing the fiber optic. Not following the recommendations of the manufacturer may lead to damage to the fiber or delivery systems and/or harm to the patient or user. Clinical evaluation has been reviewed. No contributing factor has been identified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
In literature study article, a non-health professional reported that to outcomes of 27-gauge transconjunctival suture less micro-incision vitrectomy surgery and its complications in patients with diabetic vitreous hemorrhage. Eighty-seven patients who were uncontrolled type ii diabetes mellitus patients presenting with diabetic vitreous hemorrhage. The best corrected visual acuity (bcva) improved progressively with each subsequent follow up visit of patients. Reported complications included recurrent vitreous hemorrhage in six patients, cataract formation in four, elevated intraocular pressure in one, and subconjunctival hemorrhage in two. This report pertains to cataract involved in this reported event. This report pertains to trocar involved in this reported event.